Event description:
The complainant alleged that during a cardioversion of a pt (age and gender unknown), the device failed to discharge. The clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.